Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the white plastic material on the clamp of the shears fell out. It was not reported how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.